Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8 e2,e3, g2, h2, h4, h6 and h10. Correction to e2, e3 the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the problem can be solved by replacing the cable, it is judged that there is no abnormality in the device and the problem is the video cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer explained that the issue occurred due to the end of the cable separating from where it connects to the monitor. The customer requested the part number for the damaged cable. Tac provided part number maj-1586 since that specific cable goes from the monitor out on the cv-190. Tac proceeded to transfer the call to customer service for pricing and availability on the damaged cable. The customer will replace the damaged cable and resolve the no image issue to the monitor once received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center cable is broken and the image failed to display. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.